Event description:
It was reported that the device had a error code 810.9030. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error code 810.9030. Technical support - 1. Informed most likely due to the logic board. 2. Customer would like to send in for repair. 3. Emailed fixed level pricing. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - informed most likely due to the logic board. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had a error code 810.9030. There was no patient involvement.